Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an intermaxillary fixation procedure using the imf screw set, two screw heads broke off during insertion into the patient. Then when using the universal screw broken screw extractors, the tip of the extractor broke off, the broken imf screws were removed from the patient . Later the 2.4 threaded reduction tool the self drilling tip broke off. This tip remains in the patient. Surgery was completed with about a five minute time delay. This is report 5 of 5 for com-(B)(4).